Manufacturer narrative:
Company rep evaluated the unit and cleaned server error logs and reset the sys.

Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.